Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. There is no new information received from the health care provider. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
It is unknown if this device is available for return as no response has been received to our requests for the device for evaluation. However, the pathology dept indicated they received "leaflets only for this patient and no prosthetic material" which suggests the explanted valve was not saved. It was noted on the implantation data card returned from the health care provider that this procedure was not due to a deficiency of the explanted device. The device history record (DHR) review is in process. No additional information has been received regarding our requests for the patient medical history, procedure notes, reason for explant and patient condition. The response received indicated that the patient was "still in house". Without receipt of the device for evaluation or medical history, we are unable to determine root cause for explant of this device. If additional information is received, a supplemental report will be submitted. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information through its implant patient registry that a 21mm bioprosthetic aortic valve, implanted two years, eight months was explanted due to unknown reasons. The explanted device was replaced with a 3300tfx 21mm. Patient condition remains unknown.